Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Patient has not had new xrays yet. The specific high impedance readings were 40000. The rep used the other lead for programming and the patient was sent to implanting physician for x-rays. The high impedance issue was not resolved at this time.

Event description:
Additional information stated that pt indicated that the 97715 was explanted on (B)(6) 2021 and a 97725 was placed the same day. Caller read from a pre-operative diagnosis, it was documented that the scs was "non-functional" (caller unable to confirm if this is referring to (B)(6) - caller unable to clarify further. Caller added that a note in pt's chart from (B)(6) 2021 indicated there was re-exploration/revision of the scs. Caller also reported that notes in the pt's chart indicate that a 97725 was also placed in (B)(6) 2019. Tss redirected to pt's hcp to confirm status of ins, confirm what is currently implanted. It was very difficult to put a timeline of events together given the limited and confusing information caller had. Caller states a note in pt's chart (from (B)(6) 2021) reported that the pt was seen by a manufacturer representative in hcp office last week and the note read, "they concurred with the leads and have concern for the right lead to be non-functioning". Caller added that another note in the pt's chart indicated that the pt said that the scs "stopped functioning effectively on his right side".

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2021 product type lead h3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that all conductor(s) were broken; 17.4 cm from the distal end of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The lead was removed and returned for analysis.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2019, explanted: (B)(6)2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient had an increase of pain, could not feel tingling when increasing. Patient denied falling. Impedance test showed high on electrodes 2-6. Patient was reprogrammed on electrodes that are lateral to the problem electrodes. Hopefully, reprogramming will prove satisfactory to patient. The issue was resolved. Hcp had no further information. Patient weight was asked but unknown. No further complications were reported. On (B)(6) 2021, additional information was received from the patient via a manufacturer representative (rep) reporting that contacts were showing high impedances on the entire 0-7 lead. It was reported that the connectivity check was also all red. The rep was unable to use the right lead 0-7. Oor was showing at 0.5ma. The patient denied any falls or anything that may have contributed to the issue. The rep was referring the patient back to the surgeon who implanted the patient to request x-rays. The issue was not resolved at the time of the report. No surgical intervention occurred, but it was unknown if surgical intervention would be planned.